Manufacturer narrative:
Patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 07-jul-2024 that the patient admitted to emergency room (ER) hospital for the treatment of low blood glucose level of 40 mg/dl the patient fainted due to dehydration which leads to low blood glucose level and he also had a broken femur. Later patient was given food and further injections to treat hypoglycemia. He is still in the hospital from the last 33 days for the treatment. No further information available.